Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 1 minute: 5.2 mmol/l (mobile system) and 3.2 mmol/l (professional meter). The customer had unspecified hypoglycemic symptoms at the time of the results. The customer was "treated accordingly" by the hospital staff. The customer was not admitted to the hospital. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the customer has discarded the suspect device and it will not be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.